Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted for end of life (eol) indicator. There was an allegation of premature battery depletion.